Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced abdominal infection with an artificial urinary sphincter (aus). It was also mentioned that the tubing of the control pump was sticking out of the patient's body, as it had eroded through the skin; however, there were no device malfunctions. A surgical procedure was performed in which the existing pump and balloon were removed and the cuff was left in-situ. It was also indicated that the infection had been treated with intravenous antibiotics and irrigation during the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.